Event description:
It was reported that during a nephrectomy procedure, the device did not work. They got a new one to complete the procedure. No other details are known. No pt consequence reported.

Manufacturer narrative:
Instrument b: d4: batch # d9e178, exp date: 07/14/2012; mfg date: 08/14/2007. The analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled and ejected 4 clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.